Event description:
It was reported that pump battery would not charge despite use of working wall outlets, tandem charging cables, and different adapters, and there were no low power alerts, shutdown alarms, or power source alerts. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to use multiple daily injections as backup insulin therapy, place pump into storage mode before return, program pump settings and reconnect cgm on replacement pump, and return malfunctioning pump within 10 days, and a replacement pump was arranged and shipped.